Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "device would not allow an implant to slide in despite being cut to correct marking for implant size and appropriate lubrication. Very sticky and stiff at end of the funnel.".

Event description:
Healthcare professional reported device "would not allow an implant to slide in despite being cut to correct marking for implant size and appropriate lubrication. Very sticky and stiff at end of the funnel." Surgery was completed with a backup device.